Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the needle broke during a procedure.

Manufacturer narrative:
Evaluation summary the device history record (DHR) for the reported lot indicates no issues were found in visual and physical samples inspected from the lot. There were no non conformance reports (ncr) issued against this lot. A review of the entire DHR did not identify any manufacturing or inspection anomalies. There were 71 unused samples returned for evaluation. The box of samples containing the needles was already open. Samples were randomly selected for the cannula pull test per procedure. All samples passed inspection. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. The investigation did not identify a systemic issue with the product or process. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be used for trending purposes.